Manufacturer narrative:
H10: of the two reported malfunctions, one lot number was provided and a lot history review was performed. The second lot number was unknown. One sample has been returned for evaluation and the investigation was confirmed for failure to disconnect and inconclusive for failure to cycle and difficult to remove due to the returned sample condition. The definitive root cause could not be determined based upon the available information. The second investigation was inconclusive as no sample was returned for evaluation. The devices were labeled for single use.

Event description:
This report summarizes two malfunctions. A review of reported information indicates that model f14105us, biopsy instrument allegedly experienced failure to cycle and removal difficulty. This information was recieved from multiple sources. Of the two malfunctions, both involved patients with no patient consequences. One patient was reported as female. Weight and age for both patients were not provided.

Manufacturer narrative:
Of the two reported malfunctions, one lot number was provided and a lot history review will be performed. The second lot number is unknown. One sample has been returned for evaluation. The company is still investigating the issue at this time. The second investigation is inconclusive as no sample was returned for evaluation. The devices were labeled for single use.

Event description:
This report summarizes two malfunctions. A review of reported information indicates that model f14105us, biopsy instrument, allegedly experienced failure to cycle and removal difficulty. This information was received from multiple sources. These malfunctions both involved patients. One patient was reported as female, weight and age were not provided. No information was available for the second patient.